Event description:
A reporter called to report her adverse effects from breast implants. The reporter stated her implants have been replaced so many times as a result of capsular contracture. Sometimes the contracture is only on one side but they replaced both of them. Right now she said she is experiencing rash, extreme dry eye, gi problem, upper stomach pain, and lost a piece of her central vision, blind spot on central vision, and enlarged lymph nodes.